Event description:
I believe that bayer contour next link glucometer report lower than accurate blood glucose levels. I am a long term, well controlled, type 1 diabetic. I noticed that my blood sugar reading were lower when I began using bayer contour link glucometer. When the meter reported that my blood sugar was 52 when I had no signs of hypoglycemia I tested the product. Using a new, sealed testing solution, I did reading with my two bayer contour link glucometers and my two nova maxlink glucometers. The two bayer glucometers report levels within 5 points of each other (I did not write down the exact numbers but about 81 and 85). The two nova glucometer reported readings about 50 points higher using the same testing solution (about 133 and 129). This experiment was done about 2-3 weeks ago. I know that 52 fs was inaccurate as I have hypoglycemic symptoms when I am in the mid-70s and was not experiencing even the hunger or headache of lower blood sugar. I believe the bayer glucometers are inaccurate and report low. I did contact bayer on (B)(4) 2013 and they had me run the complete testing of the glucometers. Everything tested within normal limits. Please let me know of any other information you may need.